Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports, "she has swollen muscles since using the heat wrap." The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information received from product quality group: summary of investigation part of the evaluation of complaints related to non-defect:complaints received at the site in the global complaint database related to non-defect will not be investigated in the global complaint database. These complaints will be evaluated in the global complaint database to ensure they are due to a non-defect issue. No additional investigation will be required for these complaints based on the following:released batches met specification criteria at the time of release. There is no severity assigned to a non-defect. This document will be attached to the complaint record in the global databased and closed with no further action taken.

Event description:
Event verbatim [preferred term] , she wore the wrap for longer than the 8 hours/ read the instructions afterwards [device use error], swollen muscles [muscle swelling], narrative: this is a spontaneous report from a contactable consumer. A female consumer of an unspecified age started to receive thermacare heatwrap (robax lower back & hip heatwrap, device lot number m06112, expiration date 31may2018), via an unspecified route of administration from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. The consumer stated she wore the wrap for longer than the 8 hours as she saw on the box "up to 16 hours of relief". She only read the instructions afterwards. The consumer experienced she had swollen muscles since using the heatwrap on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the events was unknown. Product investigation results are as follows: conclusion: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports, "she has swollen muscles since using the heat wrap." The cause of the adverse event is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information received from product quality group: summary of investigation part of the evaluation of complaints related to non-defect:complaints received at the site in the global complaint database related to non-defect will not be investigated in the global complaint database. These complaints will be evaluated in the global complaint database to ensure they are due to a non-defect issue. No additional investigation will be required for these complaints based on the following:released batches met specification criteria at the time of release. There is no severity assigned to a non-defect. This document will be attached to the complaint record in the global databased and closed with no further action taken. Follow-up (08mar2016): follow-up attempts completed. No further information is expected. Follow-up (05jan2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (23dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (08jan2020): new information received from product quality complaints includes product investigation results. Follow-up attempts completed. No further information expected. Follow-up (02jun2020): new information received from product quality complaint group includes investigation results., comment: based on the information provided, the event of "swollen muscles and device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. The root cause category is non-assignable (complaint not confirmed). No device malfunction has been identified. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions are suggested at this time.

Event description:
Event verbatim [preferred term] swollen muscles [muscle swelling] , she wore the wrap for longer than the 8 hours/ read the instructions afterwards [device use error]. Case narrative:this is a spontaneous report from a contactable consumer. A female consumer of an unspecified age started to receive thermacare heatwrap (robax lower back & hip heatwrap, device lot number m06112, expiration date 31may2018), via an unspecified route of administration from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. The consumer stated she wore the wrap for longer than the 8 hours as she saw on the box "up to 16 hours of relief". She only read the instructions afterwards. The consumer experienced she had swollen muscles since using the heatwrap on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (08mar2016): follow-up attempts completed. No further information is expected. Follow-up (05jan2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (23dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Company clinical evaluation comment based on the information provided, the events of "swollen muscles and device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out., comment: based on the information provided, the event of "swollen muscles and device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out.

Event description:
Event verbatim [preferred term], swollen muscles [muscle swelling]. She wore the wrap for longer than the 8 hours/ read the instructions afterwards [device use error]. Case narrative:this is a spontaneous report from a contactable consumer. A female consumer of an unspecified age started to receive thermacare heatwrap (robax lower back & hip heatwrap. Device lot number m06112, expiration date 31may2018), via an unspecified route of administration from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. The consumer stated, she wore the wrap for longer than the 8 hours. As she saw on the box "up to 16 hours of relief". She only read the instructions afterwards. The consumer experienced she had swollen muscles since using the heatwrap on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the events was unknown. Product investigation results are as follows: conclusion; the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports, "she has swollen muscles since using the heat wrap". The cause of the adverse event is inconclusive, since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed, this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (08mar2016): follow-up attempts completed. No further information is expected. Follow-up (05jan2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (23dec2019): this follow-up is being submitted to notify, that an investigation of the device is ongoing. Follow-up (08jan2020): new information received from product quality complaints includes product investigation results. Follow-up attempts completed. No further information expected. Comment: based on the information provided, the event of "swollen muscles and device use error" as described are considered serious bodily injury, potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. The root cause category is non-assignable (complaint not confirmed). No device malfunction has been identified. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions are suggested at this time.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports, "she has swollen muscles since using the heat wrap." The cause of the adverse event is inconclusive, since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed, this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Swollen muscles [muscle swelling], she wore the wrap for longer than the 8 hours/ read the instructions afterwards [device use error]. Case narrative: this is a spontaneous report from a contactable consumer. A female consumer of an unspecified age started to receive thermacare heatwrap (robax lower back & hip heatwrap, device lot number m06112, expiration date 31may2018), via an unspecified route of administration from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. The consumer stated she wore the wrap for longer than the 8 hours as she saw on the box "up to 16 hours of relief." She only read the instructions afterwards. The consumer experienced she had swollen muscles since using the heatwrap on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Follow-up (08mar2016): follow-up attempts completed. No further information is expected. Follow-up (05jan2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the events of "swollen muscles and device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out.